Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test and the displacement test. No loose components or rattling noise was noted. However, the insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was not working that she bumped the device to the wall and it was rattling. Customer's blood glucose was 19mmol/l. Customer stated the device does rattle when it is shacked. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.